Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 50's (mg/dl). The customer consumed juice to stabilize bg levels. Reportedly, the healthcare provider recommended the customer change their timed settings and basal rate and reported this to be the suspected cause. Tandem technical support assisted the customer with adjusting the settings. Reportedly, the customer's bg level had stabilized to target range.